Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the guidewire included in an ultrathane multipurpose drainage set unraveled during a percutaneous transhepatic biliary drainage (ptcd) for a patient of unknown age and gender. The catheter was inserted over an enclosed guidewire. Upon attempting to remove the guidewire, the user felt resistance. After fully removing the guidewire together with the enclosed catheter, it was observed that the coiling part around the wire tip had peeled away, exposing the core. The guidewire was replaced with an amplatz wire from the hospital's inventory to successfully complete the procedure. It was confirmed that the packaging of the device had no damage, and the device was stored vertically. The wire guide was in its original condition prior to use. The inserter was used during insertion, resistance was noted during both insertion and removal, leading to the projection of the core and peeling of the wire surface during patient use. It is unclear if the patient's anatomy or the access site had any scarring, calcification, or tortuosity. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. It was reported that the guidewire included in an ultrathane multipurpose drainage set unraveled during a percutaneous transhepatic biliary drainage (ptcd) for a patient of unknown age and gender. The catheter was inserted over an enclosed guidewire. Upon attempting to remove the guidewire, the user felt resistance. After fully removing the guidewire together with the enclosed catheter, it was observed that the coiling part around the wire tip had peeled away, exposing the core. The guidewire was replaced with an amplatz wire from the hospital's inventory to successfully complete the procedure. It was confirmed that the packaging of the device had no damage, and the device was stored vertically. The wire guide was in its original condition prior to use. The inserter was used during insertion, resistance was noted during both insertion and removal, leading to the projection of the core and peeling of the wire surface during patient use. It is unclear if the patient's anatomy or the access site had any scarring, calcification, or tortuosity. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, quality control procedures, device history record (DHR), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed one non-conformance, with a quantity of 4, that was determined relevant to the failure mode. All nonconforming devices were scrapped before further processing of the order. To date, a thorough search of our database records has confirmed that there have been no additional complaints associated with the reported lot. The information provided upon review of the dmr and DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Cook also reviewed product labeling. Please note that while instruction for use (IFU) is typically provided (t_multi2), this particular lot/customer is exempt from receiving one. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.